Event description:
Customer reported to beckman coulter, inc. (Bec) that a patient specimen had significant platelet clumps which the unicel dxh 800 coulter cellular analysis system (dxh 800) did not flag. Customer reported that the platelet results were auto-released due to no flags. Customer reported that peripheral smear was reviewed later and platelet clumps were noted. Customer reported that a recollection was performed and the corrected report was released. Customer reported that the recollected specimen gave a platelet clump flag and a normal platelet count. Customer reported that no medical intervention was performed on the patient. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusion: customer did not request service from bec. The quality control data indicates quality control before and after the event recovered within the laboratory established ranges. Cause is unknown. Bec dxh 800 instructions for use states as follows: "the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. Caution: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Caution: refer to the limitations section of the system overview chapter for the interfering substances that might affect each parameter. Beckman coulter recommends a slide review per your laboratory protocol. It is possible that the presence of a rare event cell can fail to trigger a suspect message. Limitations: plt: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments."